Event description:
Boston scientific received information that immediately post implant, this right ventricular (rv) lead revealed a rise in threshold measurements and a loss of capture (loc) was noted. An elective revision procedure was performed and found that the right ventricular (rv) lead had dislodged. The lead was removed, replaced and discarded at the hospital. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.